Event description:
It was reported that the device would not power on using ac power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. The service rep replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined that root cause for the reported incident was an electrical short through 2 transistors, designators q3 and q6.